Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on an unknown date, they had experienced a hypoglycemic event while wearing the dexcom cgm system which required medical intervention and transportation to the hospital. The patient received intravenous therapy and was released the same day from the hospital. The patient reported feeling fine at the time of the call, and that she recalled the device alarming appropriately to warn her of the low. Patient also reported disposing of her cgm system since the incident. At the time of the call with dexcom technical support, patient reported no further injury or medical intervention.